Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) retained an attorney for legal counsel. The patient reported his 'lead came loose' 2 days after implant.